Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had inaccurate delivery and delayed infusion of oxaliplatin. There was patient involvement but the impact is unknown. Although repeatedly requested, no additional details were provided.